Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was transported to the emergency room (ER) due to a hypoglycemic event. The patient stated that he had experienced multiple inaccurate sensor readings prior to the event. Upon arrival at the ER, the patient recalled being told by a nurse that the cgm readings were inaccurate; however, the patient was unable to remember the specific cgm or fingerstick blood glucose (fsbg) values discussed. The patient reported that the event occurred some time ago and stated that he was unconscious during the incident, limiting his ability to recall details. The patient was unable to provide information regarding glucose readings, treatments administered, or the sequence of events leading to the ER visit. The patient stated that he believed he may have received intravenous (IV) d5 (dextrose 5%) therapy because he awoke with dextrose being administered. Upon regaining consciousness, the patient reported that his shirt was drenched with sweat and that his hands were aching. No additional information regarding diagnoses, treatments, ER visit duration, cgm values, or fsbg readings was available. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.